Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During device evaluation, the service repair technician team identified foreign objects in the grip, forceps elevator (fe) knob, forceps control lever, left/right knob, universal cord, upward/downward knob, and server plug-in (z-block), foreign material was also found in the forceps elevator, foreign objects were observed on the adhesive of the a-rubber, and the adhesive around the light guide (lg) lens and objective lens had a chip. The team assessed the condition and determined that one issue was most likely due to component failure, and the cause of the other could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipped adhesive around the light guide (lg) lens and objective lens is traced to component failure. Moreover, the cause of the remaining findings could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.